Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: high function is not working sometimes, white light imaging lens is foggy, lamp lighting hours are 500 hours. Based on the results of the investigation, it surmised that the spare lamp indicator blinked due to faulty spare lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer (fse) (on behalf of the customer) reported to olympus, that the visera elite xenon light source spare lamp notification was showing in light source. The fse inspected and found that the xenon lamp was igniting, and the spare lamp was not igniting. The issue was found during maintenance. There was no patient involvement and no impact associated with the reported event.